Event description:
A customer contacted a baxter sales representative to report an issue involving one clearlink secondary medication set. According to the report, when a nurse went to spike a bag, the set's spike cracked off in the bag, causing the drug to leak out. There was no report of patient involvement, injury, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted.